Manufacturer narrative:
The insulin pump passed self test and displacement test. No a64 alarms noted. However, the insulin pump was received with cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm repetitive failed self-test. Customer's blood glucose at time of incident was unknown mg/dl.